Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, there appears to be a continued although low subsequent yearly rate of recurrence for open repairs.

Event description:
Received an article titled: ventral hernia repair: outcomes change with long-term follow-up. Journal of the society of laparoendoscopic surgeons, 373-379. The article did a long-term comparative analysis of ventral hernia repairs performed at one hospital over 10 years to assess if outcomes change during the follow up period. Per the article, adverse events included recurrence, seroma, infection, hematoma, bowel obstruction, pain, urinary retention and respiratory insufficiency.